Event description:
The following events were noted through a periodic article review. This report describes a study including all stents used in (B)(6) from (B)(6) 2005, to (B)(6) 2007, and the follow-up regarding occurrence of stent thrombosis was performed until (B)(6) 2008. In the final analysis, 73,798 stents from 47,197 procedures and 42,150 pts were included. From angiographies performed after the index pci, 882 cases of stent thrombosis. Of the 6,233 vision/mini vision stents implanted, 58 presented with stent thrombosis. Of the 1,134 flexmaster stents implanted, 14 presented with stent thrombosis. It is not reported what treatment, if any, was administered.

Manufacturer narrative:
(B)(4). In this case, there was no reported deficiency. The reported pt effect of thrombosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.